Event description:
The patient reportedly experienced sound quality issues and pain. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.